Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she inserted a sensor and had trouble removing the inducer needle; she wiggled it around and finally got it off, but was then receiving lost sensor alerts. The customer removed the sensor and found the filament separated from the rest of the sensor cannula and had a lot of blood. Customer was advised about the proper removal of needle hub. Blood glucose value was 207 mg/dl. The sensor would be replaced and returned for analysis.